Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a year post filter deployment, patient presented with blood clots in the legs with shortness of breath for 4 months. Subsequent cta revealed, small filling defect within the medial basal segment of the right lower lobe and mild centrilobular emphysema. Approximately two months later, CT angiogram chest with pe protocol indicated slightly more extensive small filling defects within the medial basal segment of the right lower lobe pulmonary arteries, consistent with pulmonary embolism. Seventeen days later, patient presented with shortness of breath, leg swelling, abdominal pain and chest pain. Eventually a month later, cta chest revealed embolus within medial basal segment of the right lower lobe pulmonary artery remained. The lateral segment appeared to have embolus as well on the current study. There were no significant large or segmental and lobar pulmonary emboli. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 03/2020),g4. H11: d1,d4,h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately a year post filter deployment, patient presented with blood clots in the legs with shortness of breath for 4 months. Subsequent cta revealed, small filling defect within the medial basal segment of the right lower lobe and mild centrilobular emphysema. Approximately two months later, CT angiogram chest with pe protocol indicated slightly more extensive small filling defects within the medial basal segment of the right lower lobe pulmonary arteries, consistent with pulmonary embolism. Seventeen days later, patient presented with shortness of breath, leg swelling, abdominal pain and chest pain. Eventually a month later, cta chest revealed embolus within medial basal segment of the right lower lobe pulmonary artery remained. The lateral segment appeared to have embolus as well on the current study. There were no significant large or segmental and lobar pulmonary emboli. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant; however, the status of the patient is unknown.